Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 02-jan-2026, UDI#: (B)(4) h3: the tm90t0 communicator was analyzed on 2026-feb-26. Micro usb charge port was loose. The device passed the bench test. Tm90 micro usb interface was damaged. The device was scrapped and taken out of service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that the communicator power button was hard to push. The patient stated they need to push it really hard to turn it on/off. The patient consulted their healthcare provider (hcp) and redirected to patient services to replace the communicator. The agent sent a request to repair to replace the communicator.